Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 468-469 mg/dl and ketones; cause was not known. Customer was treated with insulin injections, and released from the hospital on (B)(6) 2019 with no permanent damage. During the report with technical support an incomplete bolus alert was found in the pump history. Customer acknowledged that intended boluses were delivered.